Event description:
It was reported that pump battery depleted faster than expected, with average battery consumption of about 15.73 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer actions and any additional troubleshooting or corrective steps from technical support were unknown because further follow-up was not possible, and no additional information was received regarding the outcome of the event.